Manufacturer narrative:
A steris service technician arrived onsite and learned that facility personnel had not ensured that the basket was properly aligned and attempted to force the basket into place resulting in the reported event. The basket was damaged as a result of the reported event; therefore the basket was replaced. The technician tested the unit, confirmed it was operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that while an employee was attempting to seat a basket into their innowave pcf sonic irrigator the employee's hand slipped resulting in a small cut to palm of their hand. No medical treatment was sought or administered, and the employee continued working.